Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively. The clamp arm opened and closed properly. A roll motion test was performed and passed. The instrument was tested multiple times and passed with no issues. There was no problem detected. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.241¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210816-0287) was last used on (B)(6) 2021 during a procedure with system (B)(4). A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with no obvious damage. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was unable to rotate. Although this issue was observed, instrument tip was able to open and close. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.